Event description:
Information was received from a patient representative and a patient regarding a patient receiving fentanyl via an implantable pump. The indications for use was spinal pain indications. It was reported that the patient representative (caller) stated the patient's pump was implanted upside down and the caller stated they were told by the MRI facility to call the manufacturer and arrange for a manufacturer representative to be at the MRI appointment to confirm that the pump has restarted. The patient confirmed the pump is completely upside down and is not tilted at all. The patient mentioned that they were scheduled with a new doctor on the 13th to surgically reorient the pump correctly. The manufacturer's patient services specialist (pss) consulted the pump technical services, then reviewed MRI considerations and redirected the caller to the patient's healthcare provider.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient who reported that the cause of the pump being implanted upside down was not determined, but it was an error on the part of the surgeon, so they had to have a second surgery by a different surgeon to place the pump correctly. The re-placement of the pump resolved the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.